Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during abdominal wall hernia surgery, the device was very unstable. Sometimes two tacks came out at once while other times no tack came out even the product was squeezed. Another device was used to complete the case. There was no patient injury.